Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident was 92 mg/dl. Troubleshooting was initiated for the partial display. The customer did not recall any significant events leading to the partial display issues. A self-test was performed and the pump failed due to missing segments. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to zebra connector cracked. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.